Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) last week and the pump stalled and recovered as expected, and on november 18 it beeped twice according to the patient. The agent had the company representative (rep) check pump logs. The logs only show the motor stall and recovery at the time of the MRI last week. The pump has not been beeping since the patient thought they heard it on the 18th. The agent advised that they should consider if the sound came from a source other than the pump.

Manufacturer narrative:
H3:8637-40: analysis determined the pump had passed visual inspection, alarm output, motor function, and dispense testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.